Manufacturer narrative:
Manufacturer will continue to monitor this issue through trending. The device was discarded at the site. No results are available at this time.

Event description:
The distributor reported that during treatment, the dart became detached from the suture. The dart was not removed from the patient. No adverse outcome reported.